Manufacturer narrative:
The customer provided additional information regarding the device disinfection and cleaning process. According to the customer the device was cleaned, disinfected, and sterilized before sent to olympus. There was no delay in the start of precleaning and the customer flushed the device air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing and the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer also flushed the air/water nozzle/channel with detergent solution. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the air/water nozzle tip. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material could not be identified. There was no physical damage found at the residue point of the nozzle. As the type of material or root cause was not identified, a definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual, ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.